Event description:
It was reported the multifocal intraocular lens was removed and replaced 3 weeks after implant. The reason stated was incorrect diopter used. The surgeon implanted the correct power lens. No patient injury or complications.

Manufacturer narrative:
A review of the manufacturing record was performed and met specifications. The diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power of 18.5 diopter. Based upon the above and the fact that no product was available, no further investigation could be performed. This specific complaint analysis is inconclusive. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was discarded at the surgery center and not returned to the manufacturer for analysis. Prior to release to distribution, the lens met all specifications. The information received from the surgeon and our review of the implant database showing that the original implant was replaced with a higher diopter lens of the same model suggests this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.